Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer adjusted the nozzle, tip and tubing on the rinse unit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c 501 module. Patient 1 initial sodium result was 157 mmol/l and the repeat result was 138 mmol/l. Patient 2 initial sodium result was 159 mmol/l and the repeat result was 139 mmol/l. The questionable results were reported outside of the laboratory.